Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , implanted: (B)(6) 2016, product type: catheter; product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 5 mg/ml of morphine at 3.5051 mg/day via an implantable pump. On (B)(6) 2021, it was reported that the residual volumes in the pump during refills was too high compared to the expected amount. It was also reported that the patient experienced withdrawal symptoms. At first, around (B)(6) 2015, the residual volume difference was small, around 2%. Dosing was changed to 5 mg/vrk on (B)(6) 2015. A contrast medium test was performed on 2015-sep-07 as the hcp suspected catheter function but no problems were found. On (B)(6) 2015, the patient's dose was decreased because the patient was feeling tired. On (B)(6) 2016, the hcp began suspecting a malfunction of the device. This suspicion continued into (B)(6) 2016. It was unknown what, if any, environmental/external/patient factors that might have led or contributed to the issue. It was unknown what other diagnostic or troubleshooting measures were performed. The actual and expected volumes were compared and the catheter and connect orwere changed on (B)(6) 2016. However, the volume discrepancies continued to occur after the catheter and connector replacement (see list below). On (B)(6) 2016, the patient was experiencing overdose/withdrawal symptoms as it was difficult to find the right dosage.the pump was replaced on 2021-jun-07. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury". The following list of recorded volume discrepancies was provided: 7.5. 2015 actual volume 4,8 ml/ expected (B)(6).

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2016 product type catheter product ID 8780 lot# 0208142816 implanted: (B)(6)2014 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.